Event description:
A customer reported the handpiece did not phaco properly when using the console at full power. Add'l info was rec'd from the customer reporting the procedure was completed on the same day with a back up console. There was no pt impact reported.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem. The system was then tested and met product specifications. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).